Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: when deploying a 6x200mm smart flex stent, the physician felt a very high degree of friction during the first 2cm of deployment requiring a large amount of strength to deploy the stent resulting in inaccurate placement of the stent. It is unknown how much and what part of the lesion was not covered or if another stent was used to fully cover the lesion. After the initial resistance during the first 2cm the remainder of the deployment went as expected. The target lesion was located in the superficial femoral artery (sfa). It is unknown if the lesion was calcified or tortuous. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. After the device was inserted, there was no difficulty advancing/tracking the device to the target vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. After deployment, the stent delivery system was easily removed from the patient. When the device was removed, were there no kinks/bends noted on the device, and none of the devices used with the smart flex stent were damaged. There was no reported patient injury. The device was not returned for analysis. Bmt reviewed the system traveler bmt-s32344 and the associated subassemblies and stent travelers. The system and sub assembly travelers did not indicate any deviations or unusual findings. All the required inspections were performed within the traveler guidelines and the testing results complied with the specifications provided. Bmt concludes lot bmt-s32344 (finished good lot 1403406) was manufactured in accordance with bmt's quality requirements and customer's specifications, no corrective/preventative actions are required. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
As reported by the affiliate, when deploying a 6x200mm smart flex stent, the physician felt a very high friction during the first 2cm of deployment. He needed a lot of strength to deploy the stent. So much, he had not exactly placed the stent correctly where he intended to. After these 2cm, the deployment goes regularly. The procedure was delayed 2 minutes due to product problem. There was no patient injury. The target lesion was located in the superficial femoral artery (sfa). It is unknown if the lesion was calcified or tortuous. For the procedure, a 6x200mm smart flex stent was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. After the device was inserted, there was no difficulty advancing/tracking the device to the target vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. When the stent was deployed, the stent was not exactly deployed at the intended location as the physician needed very high force to release the stent during the first two centimeters as high friction was experienced. It is unknown how much and what part of the lesion was not covered. It is unknown if another stent was used to fully cover the lesion. After deployment, the stent delivery system was easily removed from the patient. When the device was removed, were there no kinks/bends noted on the device, and none of the devices used with the smart flex stent were kinked/bent. In the physician¿s eyes, it is not a malaposition of the stent. But his perception is that our deployment device is not as smooth as the one from the competitors. He prefers the triaxial deployment system and thinks with our system he just needs too much force/strength for the first 2 cm to deploy the stent. There was no patient injury.